Event description:
During surgery a pair of scissors was being utilized in the chest. The tip of the scissor broke off in the pt's chest cavity. The surgery was interrupted to conduct a search for the piece of broken instrument. The piece was retrieved. (Reporting this using voluntary form instead of mandatory reporting form because event did not cause serious injury, illness or death. Reported to manfacturer on 4/25/94 and 5/5/94.